Event description:
It was reported that a self drilling screw was implanted on (B)(6) 2018. The screw backed out 2 months after the surgery. Patient was revised to remove the screw.

Manufacturer narrative:
It was reported that the device migrated two month post-op. The device was returned for evaluation. Upon visual inspection, some scratches and discoloration was identified on the screw consistent with implantation/explanation. Locking ring is still intact, no deformation/fracture was identified. The lot history records were reviewed and all released units met specification. No similar complaints were reported for this lot number. The surgical technique guide (stg) indicates that a screw is locked when the gold color and the black line are no longer visible. Furthermore stg indicates that driving the black line beyond the indicated area may lead to screw and/or cage deformation. It is possible that the screw was overtighten (laser marking on the inserter went beyond indicated area) what led to screw migration over the time. Stg indicates that excessive pivoting or angulation on the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw. Stg indicates to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. Conclusion: the possible root causes of the screw migration: not locking the screw properly intra-op (overtightening the screw, interaction between cage/screw/inserter, excessive pivoting or angulation on the screwdriver while attached to the screw what could damage the locking clip), patient's life style (i.e. Smoker, activity level, traumatic event) and high bmi could have contributed to the reported event. However, the exact root cause cannot be determined.

Event description:
It was reported that a self drilling screw was implanted on (B)(6) 2018. The screw backed out 2 months after the surgery. Patient was revised to remove the screw.